Manufacturer narrative:
Continued: e.1. : state: (B)(6) zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "rupture saline implant" that will be captured as deflation and "textured implant". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported "rupture saline implant" and "textured implant" and "capsular contracture baker grade ii". This record is for the right side. Device was explanted and replaced.